Event description:
A us distributor contacted zoll to report that a patient passed away on (B)(6) 2022 while reportedly wearing the lifevest. The patient received two appropriate treatments, one which failed to convert the arrhythmia and one which resulted in a post shock asystole.   The device was started up at 23:41:10 on 6/23/2022. At 04:15:49, an arrhythmia was detected. ECG shows vf with motion artifact and varying rates/amplitudes. At 04:16:20, the patient received the first appropriate treatment. The rhythm at the time of treatment was vf with motion artifact and varying rates/amplitudes. The post shock rhythm was vt @ 270 bpm. At 04:16:20, the patient received the second appropriate treatment. The rhythm at the time of treatment was vt @ 240 bpm. The post shock rhythm was asystole with intermittent cardiac activity. Post-shock asystole is a known and potentially adverse outcome of defibrillation therapy. The electrode belt was disconnected at 05:41:01 on (B)(6) 2022.

Manufacturer narrative:
Device evaluation of the electrode belt has been completed. The electrode belt ECG acquisition and pulse delivery circuitry was tested and found to be fully functional. There is no indication of a product malfunction. The monitor has not been recovered. The device flag data from the last download does not indicate any device malfunction.